Manufacturer narrative:
Additional information: d9, h3   plant investigation: the device was returned to the manufacturer and a physical evaluation was performed.  During the disinfection of the actual sample a leak was found on the cassette film. During the visual inspection with a microscope, a tear was observed in the cassette film.  A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. The event was confirmed based on the sample evaluation, however a cause could not be established. The returned sample was scrapped after evaluation.

Event description:
A peritoneal dialysis (pd) patient reported that a fluid leak was encountered when the patient was doing a pd treatment. The patient reported getting a volume error alarm in fill 4 of 6. The patient pressed ok and rebooted but the warnings reoccurred. The patient also got air detected in cassette warnings in drain 3 of 6. The alarm was encountered multiple times. When patient removed the cassette during treatment complete, the patient discovered fluid in the pump module area. There was no fluid on the external part of the cassette. The patient was advised to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). A new cycler was issued to the patient. In a follow up, the patient reported that there were no symptoms, adverse events, injuries, or required medical intervention as a result of the reported event. The patient has received a new cycler the next day,which is working well and patient is continuing peritoneal dialysis therapy with no further issues.the cycler set used by the patient is available for return for physical evaluation by the manufacturer.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient reported that a fluid leak was encountered when the patient was doing a pd treatment. The patient reported getting a volume error alarm in fill 4 of 6. The patient pressed ok and rebooted but the warnings reoccurred. The patient also got air detected in cassette warnings in drain 3 of 6. The alarm was encountered multiple times. When patient removed the cassette during treatment complete, the patient discovered fluid in the pump module area. There was no fluid on the external part of the cassette. The patient was advised to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). A new cycler was issued to the patient. In a follow up, the patient reported that there were no symptoms, adverse events, injuries, or required medical intervention as a result of the reported event. The patient has received a new cycler the next day,which is working well and patient is continuing peritoneal dialysis therapy with no further issues.the cycler set used by the patient is available for return for physical evaluation by the manufacturer.